Manufacturer narrative:
Even requested the affected devices were not returned for investigation therefore, it is not possible to determine the root causes. Potential root causes for a torsional and/or bending overload condition are - improper pilot hole (not deep enough, oblique, eccentric) - inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact) - inadequate sensitive tightening of the screw during insertion. Based on the statistical eval, no indication was found for any device related issue.

Event description:
Implant stryker leibinger screw broke in half. During placement of screws, the one-piece 2.0 mm locking screw (grey) size 16 mm (catalog # 50-20516) broke at the shaft. The shaft was already embedded in the mandible and the head of the screw was able to be retrieved.